Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an elective procedure to remove the ICD due to the advisory, externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted. The patient was stable after the procedure.